Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan when compared to a built-in meter. The customer became hypoglycemic with a loss of consciousness. They had contact with a healthcare professional (hcp) who treated the customer (unknown treatment) and then the customer self-treated with food and drink. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date is 28-feb-22. Medical event associated with this complaint case occurred on 14-sep-22, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section d4 (expiration date) was incorrectly documented in the previous report. Correction has been done.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan when compared to a built-in meter. The customer became hypoglycemic with a loss of consciousness. They had contact with a healthcare professional (hcp) who treated the customer (unknown treatment) and then the customer self-treated with food and drink. No further information was reported. There was no report of death or permanent injury associated with this event.